Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. The transmitter was returned for investigation and passed external visual inspection. Bluetooth testing was performed and the transmitter passed. Functional testing passed. Log data was reviewed and found a loss of connection. The reported issue of loss of connection was confirmed. A root cause could not be determined.